Manufacturer narrative:
Investigation pending. Additional lot# 235739.

Event description:
Customer alleges discrepant result with meter compared to lab: pt 1, date: (B)(6) 2011, inratio: 1.2, retest inratio: 2.7. Pt 2, date: (B)(6) 2011, inratio: 1.1, lab: 2.5. Both patients have a range between 2.0-2.5. Technician (non-coumadin user) self tested and had a result of 1.5. Pt 1 result 1.2 and pt 2 result 1.1 were done with lot # 235739. Pt 1 result 2.7 was done with lot # 235738.